Manufacturer narrative:
Should additional information become available, a supplemental record will be file.

Event description:
The dealer states that the tilt will not work in all angles. The dealer states that the teeth are bent, missing and damaged.